Manufacturer narrative:
Section a: patient gender was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient could feel and hear the left ventricular assist device (lvad) "gurgling" intermittently from the left chest for the past month, which had recently become almost constant. The noise seemed to be more frequent when standing. Sitting, the patient's flow/pulsatility index (pi) was 4.5/4.5 and standing the flow/pi was 3/12. As of (B)(6) 2025, the patient had not been evaluated, and no log files had been provided. On (B)(6) 2025, supplemental information was received that an echocardiogram and computed tomography of the chest/abdomen/pelvis would be performed. Log files were sent for review and revealed clusters of persistent pi events and routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. The log files did not provide any insight to the reported ¿gurgling¿ sensation. The mechanical circulatory support equipment appeared to have operated as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal pump sounds could not be confirmed through this evaluation. A specific cause for the reported events could not be conclusively determined. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook is currently available. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.